Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset instructions, and the caller successfully reset the pump. The malfunction did not recur, and the customer continued to use the pump, understanding to contact support if any issues reappeared.